Event description:
It was reported that the target lesion was located in the distal left circumflex (lcx) with no tortuosity, no calcification and 90% stenosis. A non-abbott guide wire was used to access the lesion and pre-dilatation was performed with a trek 2.5 x 15 mm balloon. The 2.5 x 18 mm xience prime stent was attempted to cross the target lesion, however it failed to cross. The xience prime stent was withdrawn and the hypotube of the stent delivery system (sds) catheter was found to be separated into two pieces. It was exchanged for another 2.5 x 18 mm xience prime stent, which crossed the lesion and was implanted successfully. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.